Event description:
It was reported to nova biomedical that a consumer received a result of hi mg/dl on their blood glucose meter and administered insulin based on that reading. He subsequently experienced a hypoglycemic event requiring medical intervention. The consumer no longer has the test strips involved in the july event. The blood glucose meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.